Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has not charged her ins in 8 months and is in overdischarge. It was advised that the rep do power mode reset (pmr) and clear power on reset (por) message. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that a date or definitive plan to explant the overdischarged ins has not been set yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the overdischarge had not been resolved, and the physician would like to explant the device and implant a non-rechargeable device.